Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v488648, implanted: (B)(6) 2010, product type: lead. Product ID 3888-45, lot# v488648, implanted: (B)(6) 2010, product type: lead. Product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID 3998, lot# v443435, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that their device was not working at all and they were not feeling the stimulation. The patient was feeling pain only when the device was turned on or when the stimulation was turned up. It was noted that the stimulation didn't go anywhere. These issues started in (B)(6) 2015. The loss of stimulation was reported to be sudden. The patient had tried different programs and frequencies. The patient was indicated for failed back surgery syndrome. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.